Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a review of the receiving inspection (ri) for viper2 screw extension, closed was conducted identifying that lot number 0810mi was released in two batches. Batch1: released on september 21, 2010 with no discrepancies. Batch2: released on september 16, 2010 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the instrument was received, there was no damage noted with it that would result in the complaint description. Functional test: a functional test was not performed as the complaint screw implant was not returned. Distance: conforming. Document/specification review: viper2, closed screw extension based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that the viper 2 mis closed tower disconnected from the in-situ screw. To complete the procedure the screw and tower were replaced with new ones. There were no fragments generated. There was a surgical delay of approximately twenty (20) minutes. There was no consequence to the patient. Concomitant device reported: screw (part number unknown, lot unknown, quantity unknown), rod (part number unknown, lot unknown, quantity unknown). This report involves one (1) viper 2 system screw extension, closed. This is report 1 of 2 for (B)(4).